Manufacturer narrative:
The walker's left rear wheel came off. The circlip that prevents the wheel from coming off had been over-extended. The wheel axles of the walker were according to specification. The walker was 9 years old. (B)(4).

Event description:
The user was alone in his room when the right rear wheel of the walker came off and he fell. He had a rib fracture and bruises on his buttocks and right side.